Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited loss of capture. A revision procedure was performed. When the physician was attempting to explant the lead, the helix would not retract. The lead was explanted and replaced. The pacemaker remained in service and no additional adverse patient effects were reported.